Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
The customer reported the system is displaying a generator error. No pt injury was reported.